Manufacturer narrative:
D2b: pro code - lit. E1: initial reporter facility name - (B)(6). G4: PMA/510(k) # field on 3500a form - k110122, k141521. Device evauated by MFR: the device was returned for analysis. Upon visual inspection, it was noted that the balloon was not folded, suggesting it had been exposed to positive pressure. A complete circumferential tear was identified in the balloon, located approximately 120mm distal to the proximal balloon bond. However, the distal portion of the balloon material was not included in the analysis. The rated burst pressure for this device is 22 atmospheres. Further visual and tactile examination revealed that the shaft had separated at a point 120mm distal to the proximal balloon bond. The distal section of the shaft, including the tip and balloon material, was not returned for analysis. Additionally, significant stretching of the shaft was observed, beginning at the proximal balloon bond and extending to the point of separation. The markerbands were absent from the stretched section of the shaft, and both markerbands were found to have detached from the device. These separated markerbands were also not returned for analysis.

Event description:
It was reported the balloon was ruptured. The target lesion with stenosis was identified in the arm vessel. A 6.0 x 150 mm, 135 cm mustang balloon catheter was advanced for dilation. However, during the procedure, the working pressure could not be achieved, resulting in balloon rupture. The device was removed and the procedure was completed using another of the same device. There were no patient complications reported. It was further reported that the stenosed target lesion was 95%.

Event description:
It was reported the balloon was ruptured. The target lesion with stenosis was identified in the arm vessel. A 6.0 x 150 mm, 135 cm mustang balloon catheter was advanced for dilation. However, during the procedure, the working pressure could not be achieved, resulting in balloon rupture. The device was removed and the procedure was completed using another of the same device. There were no patient complications reported.

Manufacturer narrative:
D2b: pro code - lit. E1: initial reporter facility name - (B)(6).